Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for degen disc disease / herniated disc pain. It was reported the patient had an ankle fusion performed on (B)(6) 2015, and a few days to a week after the fusion they started noticing electric shocks. The metal from the ankle fusion was causing the patient to feel electricity / electric shocks going through their body every time the stimulation was turned on. Due to the electric shocks, the patient had their ins turned off for about a year. Then in (B)(6) 2017, the metal in their ankle was removed due to complications with their ankle. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the electric shock has not completely resolved since having the metal taken out of their ankle. They stated the shocking had started when the metal was put in their ankle and every time they had turned on their device it was unbearable for the patient. So the patient had not really used their device for the two years the metal was in their ankle. After the metal was removed they decided to try using their device again, and the electric shock has not been as bad as it was before the metal was removed. They believe the patient's weight was around (B)(4) pounds when they first noticed the electrical shocks. No further complications were reported.